Event description:
It was reported that the blanket/pad contact surface temp. Is not cold enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.